Event description:
Review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) had a damaged connector and contamination on the cells. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery had a damaged connector and there was contamination on the battery cells. The root cause of the damaged connector cannot be positively identified but is likely physical abuse. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The last patient to use this battery did not report any deficiencies.